Manufacturer narrative:
Lot 11791651: (B)(4). Patient medications: norvasc, lipitor, lotensin, and two beta blockers. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention with use of the gore® excluder® aaa endoprosthesis include, but are not limited to, endoleak, and aneurysm enlargement.

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on follow up computed tomography (CT) dated (B)(6) 2016, the physician diagnosed an endoleak of unknown origin with aneurysm sac enlargement of 2 mm. The physician chose to reintervene on (B)(6) 2016, and diagnosed the endoleak as a proximal type I. The physician implanted an aortic extender endoprosthesis. The endoleak was resolved and the patient tolerated the procedure.